Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed following a pocket infection. Antibiotics were required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5032 lead, date of implant: (B)(6) 1998; 6943 lead, date of implant: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.